Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 1 of 4 on the home choice (hc). The technical service representative (tsr) instructed the registered nurse (rn) to end therapy and start over with new supplies. The tsr assisted the rn to end therapy and the rn would start over with new supplies. Per follow up from the rn on (B)(6) 2012. The rn was helping a nurse with her patient. They started over with all new supplies and we did not have another problem with her therapy that night. There was patient involvement.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.